Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to be interrogated. A magnet was placed over the device to reset the device, but was not successful in increasing the pacing rate and the patient was pacemaker dependent. The device was explanted and replaced to resolve the event and the patient was in stable condition.